Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, creases, wear abrasion and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "failure of implant". Later healthcare professional reported deflation as per clinical exam. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b1.

Event description:
Healthcare professional reported "failure of implant". Later healthcare professional reported deflation as per clinical exam. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "failure of implant". Later healthcare professional reported deflation as per clinical exam. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "failure of implant". Later healthcare professional reported deflation as per clinical exam. This record is for the left side. Device remains implanted.